Manufacturer narrative:
Investigation results were made available. Concomitant medical products: item: liner standard 3.5 mm offset 36 mm i.d. Catalog #: 00630505636 lot #: 63279855. DHR-review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: infection event description: it was reported that a patient required a third revision surgery due to infection following revisions due to metal debris, hematoma and draining hip. Review of received data: legal documentation: this report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. According to the information received, the product location is unknown. Review of product documentation: the compatibility check was performed and showed that the product combination was approved by zimmer biomet. Root cause analysis: root cause determination using dfmea. Infection due to unable to clean and/or sterilize head and adapter due to design. Not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Infection due to user error - compromised package sterility due to handling/transportation. Possible: as handling of the product during transportation is not under zimmer biomet control, this cannot be excluded. Infection due to user error - surgeon resterilizes head and/or adapter. Possible: it is unknown, if the product was resterilized although instructions for use are given in the document IFU. Infection due to no or inadequate labeling - surgeon resterilizes head and/or adapter. Not possible: all zimmer biomet products are labeled according to validated specifications. Infection due to inadequate assembly and pre-seating of adapter into head results in adapter dissociating during handling in the or - surgeon resterilizes adapter. Possible: it is unknown, if the surgeon resterilized the product due to inadequate assembly. Therefore cannot be excluded. Infection due to user error - use of expired product. Possible: as the lot number of the affected product was not shared, the manufacturing date of the product cannot be determined, therefore it cannot be excluded, that the surgeon used an expired product. Infection due to no or inadequate labeling - use of expired product. Not possible: all zimmer biomet products are labeled according to validated specifications, product expiration date is visible on every implant with sterility expiration date. Conclusion summary: the only information available is the event as reported in the legal documentation: the patient underwent a third revision surgery due to infection following revisions due to metal debris, hematoma and draining hip. Surgical notes,x-rays were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique and sterilized and used according to the instructions for use. Relevant medical history and adherence to rehabilitation protocol are unknown. Previous revision surgeries due to mechanically assisted crevice corrosion (macc), hematoma and draining hip could likely contribute to the reported issue. However a definitive root cause cannot be determined with the information provided. Note: this is a split case with zimmer inc., (B)(4). The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer (B)(4) legal department is well trained and passes all information concerning the case to our complaint handling department. As soon as supplemental information becomes available an updated report will be submitted. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4). Note: this is a split case with zimmer inc. (B)(4).

Event description:
A patient is pursuing a product liability claim. It was reported that the patient was implanted a biolox option, head, s, 36/-3.0, taper 12/14 on the right side on (B)(6) 2016 and the patient underwent revision surgery on (B)(6) 2016 due to infection.